Event description:
A negative immulite 2500 troponin result was obtained on a pt samples. The pt sample was retested twice and troponin retest results were both positive. Pt treatment was not altered there was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to sample handling. The fse recommended that sample handling procedures be reviewed at the customer site. No further eval of the device is required. The instrument is performing within specs.